Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 15497 was returned and analyzed. During external visual inspection of the balloon segment, blood/fluid was observed inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50005 'the safety system detected fluid in the catheter and stopped the injection.' During inspection and pressure testing of the shaft segment, a guide wire lumen was partially detached from tip molding bond. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen partial detachment from the tip molding bond and a breach on the guide wire lumen on the catheter tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.